Event description:
Eight days after implantation of three cypher stents, a pt experienced a thrombotic event that necessitated implantation of another cypher stent. The stents were implanted in the mid and proximal left anterior descending artery which was de novo with chronic total occlusion (cto) and a type c classification. The lesion was 55mm long by 2.5 to 3.0mm in diameter. At the index procedure, pre-dilation was conducted with a balloon (2.5/15mm) at 14 atm for 25 seconds. First cypher (2.5/28mm) was implanted at 16 atm for 30 seconds at the target lesion. Second cypher (3.0/18mm) was implanted at 20 atm for 30 seconds at the proximal end of the 1st implanted cypher. Third cypher (3.5/18mm) was implanted at 20 atm for 30 seconds at the proximal end of the 2nd cypher. All 3 cyphers were overlapping each other. Post-dilation was not conducted. Intravascular ultrasound was conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stenosis was 0%. Act was not measured. Distally, a small portion of lesion (length unknown) remained untreated because it was too narrow and diffused for treatment. Pt presented eight days later with thrombosis and rec'd another cypher stent. According to the physician, the thrombotic event may have occurred because of the untreated lesion at the distal end of the implanted stents.

Manufacturer narrative:
This product is not sold in the united states, but it is similar to a product that is distributed in the united states. This is one of three products involved in the same pt and reported under manufacturing number ww, 9616099-2007-00418, 9616099-2007-00419 and 9616099-2007-00420.